Event description:
On two occasions, the device generated a blood glucose results (189 and 153 mg/dl, respectively), without having first applied blood or control solution to the test strip. Pt indicated that she did not treat herself based on these values. Tech support requested the return of the suspect product; however, pt noted that she had returned the device to her phsycian. Replacement product was sent.